Manufacturer narrative:
Lot specific voluntary recall # 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
According to the surgeon, his patient heard a ¿pop¿ noise and right away set an appointment to see dr. (B)(6). The surgeon had x rays taken of the right hip and noticed the femoral head was seated on accolade tmzf stem in an incorrect position. The surgeon reviewed x rays with his colleagues and they agreed they should revise the right hip. Hip was revised on wed (B)(6) 2018 with stryker modular hip replacement system. Update (B)(6) 2018 - as reported in how was issue noticed: patient heard a ¿pop¿ noise from hip right hip. The original date of surgery was on (B)(6) 2007. Noise from patient¿s right hip was heard by patient around (B)(6) 2018.